Event description:
Patient presented to the physician with pain at the chest implant site due to the ipg moving within the pocket following weight loss. Physician brought the patient into the operating room, removed the ipg and a portion of the stimulation lead, and closed the incision.